Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted (B)(6) 2020; 693565 lead, implanted (B)(6) 2020; 8637-20 neuro pump, implanted (B)(6) 2013; 8709sc catheter, implanted (B)(6) 2013; 977a260 pain stim lead, implanted (B)(6) 2017; 977a260 pain stim lead, implanted (B)(6) 2017; 97715 pain stim ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was difficult to place due to patient anatomy and exhibited high thresholds/no capture. One day post implant the lead was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.